Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 255mg/dl and a manual injection was administered to address the bg level. The customer preformed test boluses while disconnected from the pump. During the test boluses, insulin was observed dripping very slowly out of the infusion tubing and the cartridge tubing; occlusion alarms occurred during the delivery of each test bolus. The customer was to perform a complete supply change to address the issue. Manual injections would be used for insulin therapy until the customer completed the supply change.